Event description:
It was reported the pt lost stimulation. System diagnostics identified the system lead was fractured and had migrated. The pt underwent surgical intervention. During the procedure, the physician explanted the leads and the ipg. There was no device malfunction associated with the ipg. The pt has been referred to a neurosurgeon for different configuration lead placement. No pt complications were reported.

Manufacturer narrative:
Results: as received, one of the leads revealed a kink with all wires broken from the stimulation end. Since there was no outer tubing breach, the kinked/broken wires were consistent with an overstress condition while the lead was implanted. Visual inspection of the second lead revealed no anomaly. Continuity testing was performed while twisting, bending, and stretching the leads and no anomalies were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.